Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess) the software became unresponsive in navigate. After the first part of the surgery on the left side of the patient the patient was re-registered with tracer on their right side. After completing registration, the surgeon proceeded to navigate where the software became unresponsive. The system was re-booted, ent was re-launched, and went back in navigate with the saved registration. The surgeon completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The operating system logs were reviewed and there is no indication that the mouse unresponsiveness is due to an operating system fault.